Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Date the mesh was trimmed? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced mesh erosion six weeks post-operatively. The mesh was trimmed and was re-covered with vaginal skin. Additional information has been requested.

Manufacturer narrative:
.

Manufacturer narrative:
Corrected device codes: (B)(4) additional information was requested and the following was obtained: ¿ the patient demographic info: age, weight, bmi at the time of index procedure na ¿ date and name of initial surgical procedure? Na ¿ the diagnosis and indication for the initial surgical procedure? Na ¿ what were current symptoms following the index surgical procedure? Onset date? 6 weeks post op ¿ other relevant patient history/concomitant medications na ¿ product code and lot number? Na ¿ what is physician¿s opinion as to the etiology of or contributing factors to this event? Na ¿ the initial approach for the index surgical procedure? Na ¿ any concurrent procedure/device implantation? Na ¿ were there any intra-operative complications?na ¿ when was the mesh exposure first noted by a physician?na ¿ mesh exposure site/location symptoms and diagnostic confirmation? Na ¿ describe medical/surgical intervention for exposure including dates and results. Na ¿ what is the patient's current status? Na